Event description:
The customer reported that approximately 10 minutes into a paracetamol infusion they identified a leak located above the male luer. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The set has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.